Event description:
It was reported that the patient complained of "feeling bad" for a couple of weeks due to patient's heart rate being approximately 30 beats per minute. The right ventricular (rv) lead was reported have undefined pacing impedance measurements and no pacing was observed during a remote monitoring visit. It was also reported that the device had reached elective replacement indicator. During the procedure, once the lead was attached to the analyzer and new device, it was working well. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis of the device revealed normal battery depletion.